Manufacturer narrative:
Corrected data: h10/11: review of the manufacturing records verified that the lot met release requirements. Additional manufacturer narrative: g5: pre-1938. G5: otc product.

Manufacturer narrative:
Corrected data: h6. - method code 2.

Manufacturer narrative:
Review of the manufacturing records could not be completed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The doctor reported the following to the gore fsa: the patient presented for a modified fenestrated aortic case. After the fenestration was created and the wire placed in the right renal, the doctor was unable to advance the gore® viabahn® vbx balloon expandable endoprosthesis (vbx), using a 7fr sheath, through the fenestrated hole. The doctor pulled the vbx back into the sheath and observed that the stent had dislodged from the balloon. The dislodged stent was jailed above the celiac artery behind the tevar.

Manufacturer narrative:
Concomitant medical products and therapy dates/exclude treatment of event - cook zfen graft.

Manufacturer narrative:
Additional manufacturer narrative: the complaint was for a stent dislodging from the delivery system balloon while attempting to advance the vbx through a fenestrated hole of a cook zfen device into the right renal artery. After resistance, it was reported that the device was attempted to be pulled back into the introducer sheath when the dislodgement occurred. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use warning section states, ¿do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath¿. Based on the engineering evaluation, no product design or manufacturing anomalies were detected.

Manufacturer narrative:
Additional manufacturer narrative: d11. Concomitant medical products and therapy dates.